Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the anchor implant site. During the revision procedure, it was noted that the leads were looped together beneath the skin, contributing to the reported pain. The lead loops were buried deeper to resolve the reported event.

Manufacturer narrative:
The leads remain implanted. The evoke scs system surgical guide details proper lead placement technique including, "physicians may have a preference on the method to confirm optimal lead placement in the operating room. Lead position may be confirmed anatomically using fluoroscopy, incorporating ecap measurement, and/or through paresthesia mapping using intraoperative patient feedback." In addition, the surgical guide details potential risks associated with surgery and spinal cord stimulation including, "suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result." Two leads were implanted. Information for the second lead. Product description: evoke cap12 percutaneous lead kit - 60cm. Model #: 102878. Catalog#: 3008. Serial/lot #: (B)(6). Manufacture date: 9/5/2024. Expiration date: 9/5/2026. UDI/gtin: (B)(4).